Event description:
The customer stated a low sodium result of 106 mmol/l was generated on the architect c16000 and reported to the physician. The patient was sent to another laboratory that same evening and a new sample yielded a sodium result of 137 mmol/l. Days later, the initial sample was retested on the architect c16000 and an expected result within normal range was obtained. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Erratic sodium result. To investigate the customer's issue, complaint text, instrument history and the architect system labeling were reviewed. A review of complaint text indicated that the controls and other samples were within specification. No troubleshooting was performed on the instrument. The field service engineer (fse) made recommendations to the customer to alert abbott customer support when the issue arises to help facilitate the troubleshooting of the issue. The current rate for the architect c16000 erratic occurrences/million tests and complaints/million tests are below the internal rate documented at the launch for the architect c16000. A review of complaint metrics did not identify any adverse trends related to this issue. One additional incident of discrepant results was found in a service history review of architect serial # (B)(4). Architect system operations manual (list number 201837-104) provides adequate information about troubleshooting for erratic results, operational precautions, and limitations. In the clinical chemistry integrated chip technology sodium potassium chloride (ict na+, k+ cl-) reagent package insert (B)(4), literature is provided in describing suitable specimens, results, and limitations of the procedure. Based on the available information, the cause of the customer's issue was not identified, nor was any product deficiency determined. This is the final report.